Event description:
It was reported that the failure to alarm downstream occlusion. The line was clamped at the patient site but the pump did not alarm downstream occlusion until about 15 minutes after the pump was started, resulting in a delay of care. There was patient involvement but no harm. Additional information received 08may2026: the medication that were infusing at the time of the occlusion was sodium chloride. Sodium chloride 0.9% 500ml was intended to be ran at a rate of 800ml/hr (infused over a total of 37 minutes). The total volume to be infused was 500ml. Zoledronic acid 5mg/100ml. Was also infusing at the time of the occlusion. Zoledronic acid was to be given at a rate of 400ml/hr (infused over a total of 15 minutes). The medications were programmed manually using guardrail drug library. The event did not occur at shift change. The tubing set used was model # 10016073 and 2420-007. The customer confirmed there was no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.